Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant. During implant, it was noted the lp exhibited low pacing impedance and poor sensing. Upon repositioning, the lp helix was noted to be stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.